Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient sustained a peri-trochanteric fracture on an unknown date, a few weeks after reamer/irrigator/aspirator (ria) procedure (date also unknown) in which an 18 millimeter (mm) reamer was used for bone harvesting. An x-ray taken on an unknown date after the ria revealed the fracture. There was no allegation of malfunction reported for the reamer. The patient underwent bone harvesting for a humeral non-union in which there was no indication that humeral fracture was treated with a synthes device. On (B)(6) 2016, the patient underwent surgery at a different facility to treat the peri-trochanteric fracture. A 14mm x 360mm left trochanteric fixation nail with a 115mm helical blade and two distal 5.0mm locking screws were implanted. This report is for one unknown 18mm reamer. This report is 1 of 1 for (B)(4).